Manufacturer narrative:
The unit was returned for failure analysis and the reported failure was confirmed. The blown fuses were confirmed by visual inspection and were replaced with new fuses. Before applying power to the unit, the power connection to the doco board was disconnected as to isolate it form the power supply. Power was applied to the doco and the fuses blew again indicating a problem with the power supply. The power supply will be replaced. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced error 252 with the message ¿no video signal. Check video connections and power¿. All patient side manipulators (psm) led indicators were red and the surgeon side console (ssc) high resolution stereo viewer (hrsv) and touchscreen did not display the camera image. The customer restarted the system but the issue persisted. A technical support engineer verified the double camera controller (doco) led indicators were blank and the hrsv and touchscreen did not respond. The surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. A field service engineer (fse) was dispatched to the facility and was able to reproduce the reported issue and verify the errors in the log files. The fse measured input voltages of the vision side cart and doco. Two fuses were found blown. The doco was replaced and the customer installed a voltage stabilizer in the operating room.